Event description:
It was reported that the patient had a pericardial effusion during the procedure. The reporter stated that the procedure was a pulsed field ablation (pfa) with a boston scientific farapulse¿. At the beginning of the procedure, the physician advanced the intracardiac ultrasound catheter into the right ventricle (rv) and several images of the left ventricle (lv) were taken. At the beginning of the procedure, there was no effusion present. Shortly after the completion of the transseptal, a small effusion was noted in the pericardium around the left ventricle. The initial images were reviewed, and it was determined that the physician had not taken an image at the view where they could see the effusion. The patient was stable, and the procedure continued. Patient remained stable throughout the procedure and was stable on transfer post procedure. The reporter stated that the physician decided to monitor the patient post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).